Event description:
It has been reported to philips that the flexvision monitor is not displaying the fluoroscopy image. The system was in clinical use. The case was aborted, and the customer was transferred to another room to complete the procedure. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse suspected a faulty flexvision pc. After replacement of the flexvision pc, the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnostic procedure, the procedure was aborted, and the patient was moved to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting up. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.